Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 it was reported that a pt was having increased pain. A CT scan was done and the catheter appeared to be out of the intrathecal space. Even though the anchor appeared to have held. The hydromorphone dose was reduced to the minimum rate. A revision kit was used and the catheter was again inserted into the intrathecal space. A purse string suture was placed around the catheter at the insertion site and the catheter was re-anchored, this time with the anchor closer to the insertion site. After the revision the dose was left at minimum rate because "it was not possible to program the desired new starting dose with the existing drug concentration." The hcp planned to replace the drug with a lower concentration the following monday. On (B)(6) 2011 healthcare professional was unable to aspirate out of the catheter access port. A CT scan showed the catheter to be at l1. A dye study was not done for fear of bolusing the pt. There were no add'l problems reported and the pt seemed to be getting some pain relief. It was reported that the pt was doing well.